Event description:
On (B)(6), 2012, the patient's mom claimed the patient awoke with elevated blood glucose of hi (over 600 mg/dl) after the animas insulin pump lost power in the middle of the night. The battery was replaced several times during the past few days prior to the phone call but the pump kept losing power. The patient had symptoms of not feeling well, vomiting. The patient was treated with 2 quarts of fluid and tested at 178 mg/dl at 10:20 am. The patient reportedly was still not feeling well even though her elevated blood glucose abated. The power issue was not resolved with troubleshooting. There was no evidence of product misuse. The battery cap and compartment were corrosion and damage free. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.